Manufacturer narrative:
H3. Analysis of the recharger (s/n (B)(6) ) found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one of the patient's rechargers (insr) was not working/not charging the ins. The patient said that it would charge the ins for about 5 minutes and then show that the implant was fully charged, but when they used the other recharging device, it would show that the ins was not fully charged and would charge for another 30-40 minutes. See rtg0445110 for the caller's report, mentioning that they have had equipment replaced in the past. The patient would call back to provide the device's serial numbers. No symptoms/complications were reported. Additional information was received on (B)(6) 2023 when the patient provided the devices' serial numbers. It was discovered that one of the rechargers was previously reported, and the wrong insr was returned to the manufacturer, and the patient kept the insr that was reported as damaged/¿won¿t power on¿. Pss sent an email to repair to replace the recharger. See case rtg0445110 for the previous report on the rechargers issues: insr wasn't charging/took a long time to charge the implant ((B)(6)), insr not powering on ((B)(6)).

Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# (B)(6). Product type recharger product ID 37751 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6); product ID: 37751, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.